Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was/was not verified. The device was found out of specification in relation to the customer reported intermittent downstream occlusion alarm which was reproduced by troubleshooting the device. A review of the event history log identified downstream occlusion messages. The cause was determined to be out of specification force sensor calibration reading. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported unable to complete infusion which was reproduced by troubleshooting the device. A review of the event history log identified downstream occlusion messages. Evaluation observed a downstream occlusion alarm leading to delivery interruption. The cause was determined to be out of specification force sensor calibration reading. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed intermittent downstream occlusion and was unable to complete the infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.